Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm during basal. Blood glucose level at the time of the incident was 400 mg/dl, which was treated with a bolus. The customer's mother was advised to change the set as it may have been occluded. The insulin pump was not replaced or returned for analysis.